Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the report. The returned device was found to be in 3 sections. The first section consisted of the hub and approximately 9cm of the catheter. The second section consisted of approximately 235.5 cm of the catheter. The third section was the balloon only with the tip still attached. The hub section appeared to have been cut form the catheter. The balloon had separated from the catheter and was still intact. There was evidence for the presence of glue where the balloon was attached on the proximal end. The ends of the catheter and balloon sections matched up and no part of the material was missing. A dimensional analysis of the balloon joint that could have contributed to difficulty during removal from the endoscope could not be conducted due to the condition of the returned device. The balloon was inflated using a 60cc syringe and an adapter due to the balloon being separated from the catheter. Because of the condition of the device the balloon could not be fully inflated. The partially inflated balloon did not appear to have any leaks. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to the condition of the returned product and a variety of clinical conditions such as patient anatomy, endoscopic position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A possible contributing factor to resistance in removal of the balloon from the accessory channel is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic passage and balloon preservation. The instructions for use direct the user to apply a vacuum and remove all fluid from the balloon while observing the balloon endoscopically. Then, the user is instructed to remove the deflated balloon from the accessory channel. The application of a vacuum will aspirate all residual fluid from the balloon and ease removal of the balloon from the endoscope. If these instructions are not followed, this could have contributed to the reported observation. Prior to distribution, all hercules 3 stage wireguided esophageal-pyloric-colonic balloons are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During the procedure the physician selected a hercules 3 stage wireguided balloon for esophageal stricture dilatation. The physician inserted it normally via the oral route and inflated the stenosed site. Then the physician deflated the balloon and attempted to retract it into the [endoscopy accessory] channel to remove it. However, the balloon got stuck in the middle of removal [from the endoscope], so the physician had to remove the balloon and endoscope together from the patient. The physician found the near side of the balloon was turned outward in contact. With the endoscope channel. The physician cut the sheath with scissor [near the handel end] and removed the device from the endoscope channel. No section of the device detached inside the endoscope or patient. Our evaluation of the returned device confirmed the balloon has completely separated from the catheter. Certification was requested regarding exactly where the balloon became fully separated from the catheter, but the physician stated they did not see exactly where and when this happened. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.